Event description:
Customer reported to beckman coulter, inc (bec) that there was dried buildup on the closed tube aliquoter (cta) syringes of the unicel dxc 600i synchron access clinical system. Customer reported that there was a small amount of dried build up on the syringe barrel area. Customer reported that there were precision issues on the beta hcg controls. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringes. The fse determined the build-up was due to accumulation of debris and potential syringe contents related to normal use and blow-by.

Manufacturer narrative:
(B)(4).